Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity. It was also noted that the no output condition at lab testing was the result of lifted hybrid bond wires. Wire lifts occurred day of explant. Device is at eri.

Event description:
It was reported that the patient experienced syncope when the magnet head of the trans-telephonic monitor was placed over the device to interrogate. The patient was brought to the hospital. During interrogation, with the use of a magnet, the patient became asystolic for approximately ten seconds and passed out. When the interrogation head was removed, the device resumed working. The patient was upgraded to an internal cardiac defibrillator system. No further patient complications have been reported as a result of this event.